Manufacturer narrative:
E.1: facility name: (B)(6). E.1: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported, left side "deformation, pain, induration. Baker's grade IV, capsular contracture". Device has been explanted.

Event description:
Healthcare professional reported left side "deformation, pain, induration, baker's grade IV capsular contracture." Device has been explanted.